Event description:
It was reported that during a laparoscopic gastric bypass, the first cb12lt was an optiview; it was leaking pneumo throughout. This same device was used to complete the procedure as the working port for 5mm instruments, the ec60a and the 10mm clipper applier. A second cb12lt was leaking pneumo; this was also the operative port where the ace36e, a 5mm grasper, 10mm clip applier and ec60a were being used. This trocar was used to complete the case. The most amount of leakage was while using the 5mm instrument. Neither of these ports were used for the camera and scope. An ace36e passed the initial testing. However, after inserting the device to create the ostomy, the generator displayed an instrument error. There were no notable staple lines, clips nor metal nearby. Another ace was used to complete the case. An ecr60b being used in an ec60a; upon introduction to grasp the stomach tissue, some staples fell out of the cartridge not formed at all. The firing handle was not engaged. The unformed staples were removed with a suction irrigator. It was noticed that there were no drivers exposed on the cartridge. The same ec60a was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.